Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the powerpicc was confirmed, and the cause appears to be use related. One 5 fr t/l powerpicc was returned for investigation. The t/l tubing extended 45.1cm from the distal end of the trifurcation. The non-power injectable extension legs were yellow in color. The t/l tubing was discolored between the 1 and 27 cm depth marks. A 6mm longitudinal split was observed at the 0 cm depth mark, which was approximately 1cm from the distal end of the trifurcation. The adjoining surfaces of the split tubing were noted to be granular. The material exhibited evidence of deformation from expansion since the edge of the tubing along the split was noted to be wavy. The characteristics of the observed damage are consistent with rupture due to over-pressurization. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. A functional test revealed that fluid leaked from the longitudinal split when the lumen with the white luer adaptor (non-power injectable) was infused with water. It is unknown if this lumen was inadvertently used for a power injection. The IFU warns, ¿use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ the wall thickness around the lumen with the white luer adaptor was found to be within specification. A recommended flushing and maintenance procedure is provided in the IFU to prevent occlusions within the catheter and damage to the device. The IFU states, ¿if resistance is met when flushing, no further attempts should be made. Further flushing could result in catheter rupture with possible embolization. Refer to institution protocol for clearing occluded catheters.¿

Event description:
Facility reported that they had placed a triple lumen hf power PICC on (B)(6) 2017. On (B)(6) 2017, the PICC nurse stated that the night nurse had removed the PICC because it had a split at the zero mark. The night nurse stated she had been having trouble with it "all night" then noticed the split. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn2375 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported that they had placed a triple lumen hf power PICC on (B)(6) 2017. On (B)(6) 2017, the PICC nurse stated that the night nurse had removed the PICC because it had a split at the zero mark. The night nurse stated she had been having trouble with it "all night" then noticed the split. No patient injury was reported.